Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. The downstream sensor pressure range test was performed. The pump passed the downstream sensor pressure range test at 22 psi. Both the downstream and upstream pressure sensors alarm were found in the event log multiple times.

Event description:
Additional information was received indicating that there was no patient involved.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the pressure test. No adverse effects were reported.